Event description:
The customer observed a falsely elevated afp result for one patient (sid (B)(6)) while using the architect afp assay. The customer indicated the initial afp result was 973.96 ng/ml, and the retest result was 2.73 ng/ml. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.